Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07541. It was initially reported within manufacturer report number: 3008829311-2017-00999 and 3008829311-2017-01000 that the patient experienced ineffective stimulation. Reprogramming was unable to provide effective therapy. X-rays were taken and indicated the lead had moved slightly. Surgical intervention may take place at a later date. Additional information received indicated surgical intervention took place on (B)(6) 2019 and the lead located at the l5 vertebral level was explanted and replaced. Additional lead was placed at the s1 vertebral level. No intervention was performed with respect to the lead located at the l4 vertebral level. Postoperatively, the patient is reportedly receiving effective therapy.